Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogate with the communicator after recent implant. Technical services (ts) provided remote troubleshooting with the patient, without a successful transmission. Subsequently, ts referred the patient to the clinic to verify the rf settings and model/serial number of the device. This crt-d remains in-service at this time. No adverse patient effects were reported. Additional information was received. This crt-d was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received, correcting the model and serial number of the implanted device. This device remains in-service, and a successful transmission was performed after the health care professional (hcp) entered the correct model and serial number into the latitude system. The device that was received by boston scientific was never in use, and returned without allegation. Boston scientific no longer considers this to be a reportable malfunction.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogate with the communicator after recent implant. Technical services (ts) provided remote troubleshooting with the patient, without a successful transmission. Subsequently, ts referred the patient to the clinic to verify the rf settings and model/serial number of the device. This crt-d remains in-service at this time. No adverse patient effects were reported. Additional information was received. This crt-d was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported. Additional information was received, correcting the model and serial number of the implanted device. This device remains in-service, and a successful transmission was performed after the health care professional (hcp) entered the correct model and serial number into the latitude system. The device that was received by boston scientific was never in-use, and returned without allegation.